Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy and will contact the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.